Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)

Event description:
Treatment of an aneurysm. It was reported the mid-section of the pipeline did not open and was twisted during deployment. Several attempts were made to open the device with a delivery catheter, balloon and the physician was able to open it to half of the nominal size. Five days post procedure, the patient experienced hemorrhage on the contralateral side and is currently in picu for monitoring.